Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down then entered a boot loop and would not launch the cns application. The patients were moved to other cns devices to continue patient monitoring. No patient harm was reported. Investigation summary: the complaint device was sent in for evaluation and repair. During the evaluation, the repair center confirmed the boot-loop condition and identified malfunctioning hard drives. Replacing both hdds and re-imaging the unit restored proper function. The root cause was hdd failure. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/11/2020, 02/09/2017, 10/09/2020, 07/08/2024 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter: model #: zm-521pa serial #: (B)(6) device manufacturer data: 10/09/2019 unique identifier (UDI) #:(B)(4) returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down then entered a boot loop and would not launch the cns application. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down then entered a boot loop and would not launch the cns application. The patients were moved to other cns devices to continue patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: zm transmitters: model #: zm-531pa serial #: (B)(6) device manufacturer data: 12/11/2020, 02/09/2017, 10/09/2020, 07/08/2024 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitter: model #: zm-521pa serial #: (B)(6) device manufacturer data: 10/09/2019 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down then entered a boot loop and would not launch the cns application. No patient harm was reported.